Event description:
Event description guidant received information that, 5 days post-implant of this implantable cardioverter defibrillator (ICD) and a right ventricular defibrillation lead, this patient developed a pocket hematoma/ecchymosis that required medical intervention (i.e. Transfusion of 2 units of blood).